Event description:
An initial report was made that a pt had toxic anterior segment syndrome (tass) which may be attributed to blue fibers which are believed to originate from the paks. The surgeon reported that a pt presented with a red, painful eye with white discharge postoperatively. The pt was placed on prednisolone eye drops and oral antibiotics. Additional info was received from the surgeon's office manager indicating that the pt was seen on (B)(6) 2011. The diagnosis is not tass after all, and the pt is now off the meds, and is doing well, with the condition being reported as resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).